Manufacturer narrative:
(B)(6). Gro s. Dyrhovden (2017) "have the causes of revision for total and unicompartmental knee arthroplasties changed during the past two decades?" Clinical orthopaedics and related research, 475:1874¿1886. Concomitant devices ¿ unknown miller/galante unicompartmental tibial component catalog #: ni lot #: ni, unknown miller/galante unicompartmental articular surface catalog #: ni lot #: ni. This journal article was written by gro s. Dyrhovden, stein hakon l. Lygre, mona badawy, oystein gothesen and ove furnes. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is number 1 of 3 mdrs filed for the same event (reference 0001822565-2017-05665/ 05667).

Event description:
It is reported in a journal article that six (6) patients underwent knee arthroplasty revisions to treat arthrofibrosis. No further patient consequences were reported. Attempts have been made to retrieve additional information, but no further information is available at this time.